Event description:
Spontaneous call-patient reported syringe is coming out of the pump multiple times dictating thea pump wing knob is not dialing correctly. Advised of manual push - patient informed that she had been hospitalized with covid twice and is very weak and therefore has not strength to push (unspecified dates/length of stay). No further information available indication: other immunodeficiencies with predominantly antibody defects, abnormality of globulin. Reported to (B)(6) by: patient/caregiver. Dates of use: (B)(6) 2020 to current.